Manufacturer narrative:
H10: the device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) provided in a good faith effort (gfe) response received on (B)(6) 2023, that remote service was completed for the customer. The customer "replaced the tube" and did not provide a part number for the replaced tube. The ventilators diagnostic report (drpt) was not available for review. Additionally, the patient information from the time of the event was not provided by the customer. No further work was performed by philips and no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported while in use, the v60 had low tidal volume issue. No reports of patient/user harm or injury. Investigation is ongoing.